Manufacturer narrative:
On 2/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device. During visual evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the white material observed. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2018, the device history record (DHR) for the lot number 7419597 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 12/12/2018, mentor received additional information that the serial number of the replacement mentor breast prosthesis is (B)(4) and that the patient was taken to recovery room in satisfactory condition. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left with mentor smooth round moderate plus profile 325cc saline prosthesis, catalog: 3502350 serial number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile saline prostheses, 350cc on the left and 325cc on the right; experienced deflation on the right breast prosthesis post procedure, confirmed through a visual examination. As a result, the patient underwent unilateral removal and replacement with a similar mentor smooth round moderate plus profile 325cc saline prosthesis on (B)(6) 2018; catalog # 3502325.